Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a urinary tract infection that was resolved without sequelae. Interventions included medications that was administered and an unscheduled clinic or office visit. Diagnostics included device interrogation. The event was related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no device issue. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The etiology of the event was updated to not related to the device or therapy.

Manufacturer narrative:
Correction: review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Patient codes (B)(4) no longer apply to this report since the urinary tract infection and related burning and increased urination were reported to be not related to the device, therapy, or implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a report of burning and increased urination. It was reported to be related to the device or therapy and specifically the urinary tract infection. Medication was administered on (B)(6)2017 and the issue resolved without sequelae on (B)(6)2017. No further complications were reported/anticipated.